Event description:
It was reported that the intra aortic balloon (catheter) would not calibrate the fiber optic sensor. Patient involvement and circumstances of the malfunction are unknown.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.